Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a maxillar-mandible osteotomy for jaw deformity on (B)(6) 2024. During plate bending, the plate broke off. The surgery was completed successfully within thirty minutes. Patient was stable. No further information is available. This report is for a mat lock anat l-pl w/positioning hole lr. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that mat lock anat l-pl w/positioning hole lr was broken across the shaft and both fragments were received. No other issues were identified. Per the matrixorthognathic lock surgical technique guide warning: do not excessively bend the plates as it may produce internal stresses which may become the focal point for eventual breakage of the implant. Do not alter the bend of the prebent plates by more than 1 mm in either direction. A dimensional inspection for the mat lock anat l-pl w/positioning hole lr was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mat lock anat l-pl w/positioning hole lr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: part: 04.511.914s, lot: 288p033, manufacturing site: mezzovico , release to warehouse date: 16 aug 2021, expiration date: 01 aug 2031. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.